Manufacturer narrative:
The insulin pump was received with cracked end cap, alarmed during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk. The insulin pump passed displacement test and no delivery test. No excessive no delivery error alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarms with a compromised force sensor system every time she tries to change her infusion set. The patient's blood glucose at the time of incident was 178 mg/dl. Troubleshooting was initiated for the prime rewind issue. The customer confirmed that the pump had not been bumped or dropped prior to the alarm, but that the drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to her medically prescribed back-up plan. Additionally, the customer had also been receiving no delivery alarms since last week. The patient's blood glucose had reached the 400 mg/dl range during the no delivery events, which she corrected with manual insulin injections at the time. Troubleshooting for the no delivery alarms could not occur since she had changed the infusion set already. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.